Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any patient or procedural details to date. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p080007.

Event description:
It was reported that the vascular stent could not be deployed. There was no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. On the basis of the evaluation of the returned device, the reported deployment failure could not be confirmed. The delivery system was found to have been activated upon sample receipt and the grip mechanism was found to be fully functional. During the performed function test, the delivery system could be flushed and the stent could be deployed easily by using the pin and pull method. Additionally, the delivery system sheath was found to be kinked at the proximal end which did not have any influence on the stent release during evaluation. Potential contributing factors to the reported event have been considered. Previous investigations of similar complaints have been reviewed. This type of event may be associated with a difficult vessel anatomy. Insufficient flushing of the device or the use of inappropriate accessories also may be contributing factors to the reported event. In this case, neither any information regarding the procedure performed and the accessories used nor any procedural details were provided. On the basis of the evaluation of the sample and the information available, a definite root cause for the reported event could not be determined. The IFU states: "visually inspect the bard e-luminxx vascular stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment." Also the IFU states: "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit." And "during system flushing, do not use the system if fluid is not observed exiting the catheter at the distal tip." The IFU indicates that a 0.035" (0.89 mm) guide wire as well as a minimum 8 f guiding catheter or a minimum 6 f introducer sheath are required for the procedure.

Event description:
It was reported that the vascular stent could not be deployed. There was no reported patient injury.